Manufacturer narrative:
Concomitant medical products: 0185 lead, implanted: (B)(6) 2008, 4470 lead, implanted: (B)(6) 2008. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the cardiac resynchronization therapy defibrillator (crt-d) went off seven times. The patient was taken to the hospital where the device was interrogated and the patient was reportedly told that the device was programmed wrong and should not have gone off. The patient wondered if the device was defective. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician later confirmed that the patient had been seen and there were no product performance issues with the crt-d.